Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delayed healing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: approximately two years prior to this reported event date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the during a revision surgery, broken 2.5mm matrix mandible plate was removed. There was no severe implications or harm to the patient. There was no delay in surgery. The original surgery was performed before 2 years in different facility by the same surgeon. After original surgery, patient was radiated for cancer. During regular doctor's visit, x-ray was taken and broken plate was identified. Broken device was removed easily without additional intervention. Procedure was completed successfully. This is report 1 of 1 for (B)(4).